Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges that patients implant has released metal ions and particles into patients system, causing severe pain, discomfort, and inflammation in thigh and groin, as well as a popping and snapping sensation in the hip joint when walking or moving to and from a sitting position.

Manufacturer narrative:
Product complaint # :(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In addition to what were previously alleged, litigation alleges soreness, malaise, swelling, loss of energy, immobilization, injury, and emotional distress.

Event description:
After review of medical records, patient was revised to address unstable left total hip arthroplasty, massive necrosis and failure abductor mechanism and intra-articular issue left hip, trochanteric bursa necrotic extension, likely infected left total hip arthroplasty, and lytic failure anterior wall and partial anterior column left hemi-pelvis. Operative notes stated that the lateral side of the left hip was somewhat swollen and slightly fluctuant. Upon entering the subcutaneous tissue, there was purulent material with apparent necrotic material within. There was a mixture of watery fluid, thickened fluid, and a lot of necrotic debris.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.